Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative being in a car accident recently and now the "stimulator fires on and off." The patient will be seen for diagnostics and interventions/actions will be determined then. Follow-up is being conducted to determine date of car accident, troubleshooting/diagnostics, interventions planned/taken, and resolution of the reported issue. If received a supplemental report will be submitted. Indication for use included non-malignant pain and chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) was scheduled to meet the patient on (B)(6) 2015 for diagnostics, and to determine interventions/ actions. Impedances were determined to be all within normal limits. It was noted that the adaptive stimulation was turned off. Orientation was checked and adaptive stimulation was turned back on. Additionally, it was noted that when the patient had met with the rep, the patient was two weeks post-accident and still had a lot of soreness and pain from that making it difficult to assess things.